Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged backend pulley at the proximal end housing causing rattling in the housing. The pulley was detached from its original position and loosely placed inside the housing. As a result, the jaw and wrist cables became loose resulting in the jaws not opening and closing properly upon testing. The instrument was found to have loose snake wrist and jaws cables in the proximal end. The cables were loosely placed around the clamping pulleys which caused the jaws not to open and close properly and the wrist not to move correctly.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was recognized by robot when plugged into vision cart; however, instrument jaws would not open with the robot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not open. No tissue was adhered to the instrument. No tissue was excised due to the event. No blood transfusions administered due to this event. The surgeon had no concerns about the event causing any long-term complications. No post op complications. The patient was not impacted at all. The instrument would not open therefore, it could not even be used in the procedure.

Manufacturer narrative:
A device history record (DHR) review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The root cause is attributed to dislodge of backend pulley at the proximal end housing.